Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis right cylinder and pump replaced due to a right cylinder tear. There were no patient complications.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The ams 700 inflatable penile prosthesis (ipp) cylinder was visually/microscopically inspected and functionally tested. The cylinder had wear at a fold in the middle of the cylinder body. There was a hole by the proximal tubing in the outer fabric and the inner tubing that was consistent with tool/sharp instrument damage which likely occurred during explant. Under microscope examination, the outer tubing was worn down from input tube wear. The cylinder was not leak tested as the hole was found. Product analysis was unable to confirm the reported allegation of a cylinder tear. The ams 700 momentary squeeze (ms) pump was leak tested, examined using the microscope, and functionally tested; no leaks were found. The tubing was identified to be cut down to the pump block. The tubing was not returned for analysis. The pump was functionally tested and did not pass the activation test 3. Product analysis was able to confirm a device malfunction.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis right cylinder and pump replaced due to a right cylinder tear. No patient complications were reported.